Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (06/23/2014). The patient¿s meter has been returned on 6/10/2014 and evaluated by lifescan product analysis on 6/12/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on 05/06/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging the onetouch ping meter was not powering on when he went to test his blood glucose. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2012, at 8am. The patient reported using insulin pump therapy to manage his diabetes. The patient reported on (B)(6) 2012, at 8am, he increased his usual bolus by 10 units. The patient reported 3 days later he became sweaty and shaky. The patient reported going to the hospital on (B)(6) 2012, at 8am, and had IV insulin as treatment. The patient reported his blood glucose was measured to be high on an unknown meter. The patient did not provide any blood glucose readings. At the time of troubleshooting, the alleged issue was not resolved with training. The meter¿s battery was reported to be in good condition. When a new test strip was inserted, the meter did not power on. The patient was using the correct test strips. There was no misuse of the subject meter and not the first issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to not being able to test on the subject meter, he increased his usual dose of medication, developed symptoms suggestive of hypoglycemia and 3 days later had treatment from a healthcare professional for an acute complication of diabetes.